Manufacturer narrative:
Explant was reported due to high gradient. The investigation at abbott found that there was thinning and loss of collagen fibers at the base of all cusps. There were tears in the free edges of all three cusps. Cusp three had a layer of thin fibrous pannus on the inflow surface. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears, thinning, and pannus could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 21mm epic stented porcine heart valve w/flexfit system was implanted. On (B)(6) 2019, the valve was explanted due to high gradient and was exchanged with a ttk chitra. The patient was reported with symptoms of syncope and dyspnea and has the history of pulmonary hypertension. The patient was reported to be stable condition.